Manufacturer narrative:
(B)(4). The reported difficulty of a drain volume meeting increased intraperitoneal volume (iipv) criteria was confirmed in the device logs but was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device logs revealed on (B)(6) 2010 the user drained 4012 ml before ending therapy early, which was a volume of fluid greater than 160% of the largest prescribed fill volume of 2200 ml and met iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The device functioned normally during pal testing. The assignable cause of the iipv was determined to be: insufficient drain: false empty detect at initial drain and at previous therapy last drain. The device was subsequently forwarded to service. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) thought there was something wrong with the hc because the dv continues to increase without moving on. The dv was at 4013ml and showed no sign of stopping. The tsr ended therapy at the hp request. The hp stated she would complete therapy with manual supplies. The hp had no symptoms of increased intraperitoneal volume (iipv) since the start of therapy. The tsr reviewed the therapy: initial drain volume 1926ml, tuf 2043ml, fill volume 2200ml, last fill volume 1800ml. The hp has procard. The tsr arranged for swap and discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of the high drain volume. The pdn stated the hp was doing fine on manuals and verified the largest prescribed fill volume (lpfv) was 2200ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.